Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing noted during episodes and on the current electrogram (egm), along with one isolated possible undersensed qrs complex. The patient was to be admitted to a hospital. The leads remain in use. No further patient complications have been reported as a result of this event.